Event description:
It was reported that the fenestrated bipolar forceps instrument cable was noted to be broken at the instrument wrist prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. Failure analysis also observed insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off at various areas. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions, could likely cause or contribute to an adverse event if the failure mode were to recur.